Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding/spotting") in an adult female patient who had essure (batch no. C91762, c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's past medical history included uti (not recovered prior to essure) and kidney infection (not recovered prior to essure). Concurrent conditions included abdominal pain and anemia. Concomitant products included metoclopramide, omeprazole and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and depression ("psychological or psychiatric problems (depression, mental anguish)"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and anxiety ("psychological or psychiatric problems (depression, mental anguish)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube had 1 coils in the endometrial cavity, the left tube had 2 coils in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea, lot numbers and exp/MFR dates c91762 jul2017 / jul2014. C06517 dec2016 / dec2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic area pain/ pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding/spotting") in a 30-year-old female patient who had essure (batch no. C91762, c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's past medical history included uti (not recovered prior to essure) and kidney infection (not recovered prior to essure). Concurrent conditions included abdominal pain and anemia. Concomitant products included metoclopramide, omeprazole and sertraline. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6)-2014, the patient had essure inserted. In (B)(6)-2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), depression ("psychological or psychiatric problems (depression, mental anguish)") and anxiety ("psychological or psychiatric problems (depression, mental anguish)"). On 16-jan-2016, 1 year 1 month after insertion of essure, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on 15-jun-2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, nausea, depression, anxiety and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube had 1 coils in the endometrial cavity, the left tube had 2 coils in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea, lot numbers and exp/MFR dates c91762 jul2017 / jul2014 c06517 dec2016 / dec2013 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: pfs received. Event added: anemia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic area pain/ pain/pain pelvic") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding/spotting") in a 29-year-old female patient who had essure (batch no. C91762, c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's medical history included uti (not recovered prior to essure), kidney infection (not recovered prior to essure), gastroparesis and gastroesophageal reflux disease. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included abdominal pain and anemia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ibuprofen, metoclopramide, omeprazole, paracetamol (acetaminophen) and sertraline. On (B)(6) 2014, the patient had essure inserted. In d(B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), depression ("psychological or psychiatric problems (depression, mental anguish)") and anxiety ("psychological or psychiatric problems (depression, mental anguish)"), 23 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, nausea, depression, anxiety and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube had 1 coils in the endometrial cavity, the left tube had 2 coils in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea, lot numbers and exp/MFR dates c91762, jul2017 / jul2014; c06517 , dec2016 / dec2013; quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: outcome of event dysmenorrhea (cramping) was updated from unknown to recovered / resolved. Medical history updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding/spotting") in an adult female patient who had essure (batch no. C91762, c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's past medical history included uti (not recovered prior to essure) and kidney infection (not recovered prior to essure). Concurrent conditions included abdominal pain and anemia. Concomitant products included metoclopramide, omeprazole and sertraline. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and anxiety ("psychological or psychiatric problems (depression, mental anguish)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and depression ("psychological or psychiatric problems (depression, mental anguish)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube had 1 coils in the endometrial cavity, the left tube had 2 coils in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea, most recent follow-up information incorporated above includes: on 5-jun-2018: product pfs and mr received. New reporters and patient demography added. Product lot no. Received and indication updated. Removal date added. Events per pfs: abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); fatigue; nausea; psychological or psychiatric problems (depression, mental anguish) , device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea."). The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic area pain/ pain/pain pelvic') in a 29-year-old female patient who had essure (batch no. C91762, c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's medical history included uti (not recovered prior to essure), kidney infection (not recovered prior to essure), gastroparesis and gastroesophageal reflux disease. Previously administered products included for an unreported indication: nuvaring from 2011 to (B)(6) 2013. Concurrent conditions included abdominal pain and anemia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ibuprofen, metoclopramide, omeprazole, paracetamol (acetaminophen) and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)/heavy bleeding/spotting"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), depression ("psychological or psychiatric problems (depression, mental anguish)") and anxiety ("psychological or psychiatric problems (depression, mental anguish)"), 23 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced anaemia ("anemia/blood or heart disorder/condition-type:anemia"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the female sexual dysfunction, dyspareunia, fatigue, nausea, depression, anxiety and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube had 1 coils in the endometrial cavity, the left tube had 2 coils in the endometrial cavity. Treatment received for pain, abnormal bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea. Lot numbers and exp/MFR dates c91762, jul2017 / jul2014. C06517 dec2016 / dec2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.